Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator was too cold, and the remote manager needs to be recalibrated as medications are freezing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was too cold, and the remote manager needs to be recalibrated. A field service engineer calibrated the smart remote manager to resolve. The system functioned as intended after the field service engineer repaired the device. E1: facility name:(B)(6).